Event description:
During femoral plating the surgeon successfully ran the cable and reduced the fracture. The location of the fracture made positioning of the cable tensioner difficult. The placement of the tensioner required the surgeon to attempt cable tensioning by pulling the instrument away from him as opposed to towards him to remove the slack in the cable. Pliers were used to pull the cable towards him to remove cable slack. This method appeared to crimp the cable which caused the cable to stick and jam in the cable tensioner. Two cables broke from crimps in the cable. All broken pieces were retrieved. Another cable tensioner was used. The procedure was extended approx 60 minutes.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.